Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that the customer could not insert the intra-aortic balloon (iab) over the guidewire. The customer confirmed that they had used the provided guidewire. A new iab was opened and inserted without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing approximately 75.9cm from the iab tip. The one-way valve also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and the inner lumen was observed to be occluded. The technician was able to clear the occlusion and the guidewire was then successfully inserted. The one-way valve was vacuum tested and it held vacuum the inner lumen was observed to be occluded with dried blood, confirming the reported difficulty to insert iab through the guidewire. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).